Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32056 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight flat flex cable (ffc) was reseated and the test passed, thus verifying this to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the yaw searchlight ffc within the affected usm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using a xi system, the customer informed the technical support engineer (tse) that there were repeated errors at power-up, identified in the logs as 32056 errors associated with the arm3. The customer had already restarted the system multiple times. The tse reviewed the event logs, confirmed the repeated 32056 errors on arm 3, and then disabled arm 3, explaining that the system could be used without it. The tse suggested restarting the system again, and the customer decided to abort to another dv system to proceed with the procedure as planned. There was no report of patient involvement or patient injury.